Manufacturer narrative:
Subsequent to the submission of the initial medical device report, it was determined the correct serial number for the reported event is (B)(4), and not the previously reported (B)(4).

Event description:
The event involved a customer allegation of a plum 360 device that alarmed for depleted battery and shut down by itself after 30 minutes of usage during a phenylephrine infusion. It was also reported that the device was programmed under emergency adult cca as a 400 mcg drip, on a very sick patient diagnosed with sepsis or something related. The customer contact stated that the patient required a push of phenylephrine to increase the systolic blood pressure up from 60. It was further reported the device shut down while the patient was being transferred on a stretcher to the ICU, and subsequently, the clinician was notified by a beeping monitor of the patient¿s blood pressure drop to 60 systolic. The patient received a 200 mcg bolus dose of phenylephrine to increase their blood pressure with an increase in blood pressure within 3 minutes. It was reported that the patient was very sick before and after the event. The customer reported that the device was tested at the user facility and it was found that when the device was unplugged in during delivery, it alarmed depleted battery for about 2 minutes before shutting down. After the device was re-plugged in, the unit rebooted and the device offered the option to continue with the same infusion.

Manufacturer narrative:
The device has been received and testing and investigation has been completed. The investigation found that the device problem was isolated to the battery which had reduced capacity as compared to a battery in good condition. Review of the log analysis revealed multiple "replace battery" alarms, after the device was powered on, since (B)(6). The device continued to be used on ac power. On (B)(6) the e437 "power off then on. Replace pump if alarm continues" alarm was noted three times as well as the "depleted battery" alarm. The e437 alarm causes the device to reboot. Additionally, a false "depleted battery" alarm was noted rather than the intended "replace battery" alarm due to a known software issue reported to the FDA under z-1682-2017. The false "depleted battery" alarm results in the device shutting down when removed from ac power. The probable cause is attributable to poor care of the battery by not attending to repeated "replace battery" alarms which cause the battery to have a reduced capacity. This contributed to the manifestation of the known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.

Event description:
The event involved a customer allegation of a plum 360 device that alarmed for depleted battery and shut down by itself after 30 minutes of usage during a phenylephrine infusion. It was also reported that the device was programmed under emergency adult cca as a 400 mcg drip, on a very sick patient diagnosed with sepsis or something related. The customer contact stated that the patient required a push of phenylephrine to increase the systolic blood pressure up from 60. It was further reported the device shut down while the patient was being transferred on a stretcher to the ICU, and subsequently, the clinician was notified by a beeping monitor of the patient¿s blood pressure drop to 60 systolic. The patient received a 200 mcg bolus dose of phenylephrine to increase their blood pressure with an increase in blood pressure within 3 minutes. It was reported that the patient was very sick before and after the event. The customer reported that the device was tested at the user facility and it was found that when the device was unplugged in during delivery, it alarmed depleted battery for about 2 minutes before shutting down. After the device was re-plugged in, the unit rebooted and the device offered the option to continue with the same infusion.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event involved a customer allegation of a plum 360 device that alarmed for depleted battery and shut down by itself after 30 minutes of usage during a phenylephrine infusion. It was also reported that the device was programmed under emergency adult cca as a 400 mcg drip, on a very sick patient diagnosed with sepsis or something related. The customer contact stated that the patient required a push of phenylephrine to increase the systolic blood pressure up from 60. It was further reported the device shut down while the patient was being transferred on a stretcher to the ICU, and subsequently, the clinician was notified by a beeping monitor of the patient¿s blood pressure drop to 60 systolic. The patient received a 200 mcg bolus dose of phenylephrine to increase their blood pressure with an increase in blood pressure within 3 minutes. It was reported that the patient was very sick before and after the event. The customer reported that the device was tested at the user facility and it was found that when the device was unplugged in during delivery, it alarmed depleted battery for about 2 minutes before shutting down. After the device was re-plugged in, the unit rebooted and the device offered the option to continue with the same infusion.